Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, a noisy image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of e315 scope error and noisy image were traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope error code 315 during maintenance. There was no patient involvement.